Event description:
It was reported that the font on the instructions was too small and that the instructions were not detailed enough.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect labeling operation". The lot number was unknown; therefore, the device history record could not be reviewed. Although the product family was unknown, the male external catheters ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the font on the instructions was too small and that the instructions were not detailed enough.